Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. A visual examination of the complaint unit was carried out. It was noted that the handshake connection was bent. A connect/disconnect test and a tug test was carried out using a test advancer unit. No connection issues were noted. The burr was microscopically examined and no issues were noted with the annulus of the burr. A scratch test was performed to confirm if the returned burrs cutting action was acceptable. The diamond plated area of the burr was scratched along the side of a single edge blade. When the side of the blade was visually examined, a scratch mark from where the burr came into contact with the blade was noted indicating the cutting action of the burr was acceptable. No functional issue was noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4).

Event description:
It was reported that the patient experienced chest pain. The 90% stenosed, 14x3.5mm target lesion containing a lesion bend of <45 degrees was located in the mildly tortuous and severely calcified left anterior descending artery (lad). A 1.50mm rotalink¿ burr was selected to treat the target lesion. During procedure, it was noted that the burr could not cross the lesion. The patient felt uncomfortable (chest pain). The procedure was not completed due to this event. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced chest pain. The 90% stenosed, 14x3.5mm target lesion containing a lesion bend of <45 degrees was located in the mildly tortuous and severely calcified left anterior descending artery (lad). A 1.50mm rotalink¿ burr was selected to treat the target lesion. During procedure, it was noted that the burr could not cross the lesion. The patient felt uncomfortable (chest pain). The procedure was not completed due to this event. No further patient complications were reported and the patient's status is stable.